Manufacturer narrative:
H10. This follow-up report is to provide product analysis. Analysis shows that the insufficiency was the result of small holes in the right and left cusps that appear to be due to contact with the bias cloth. Radiography shows the valve to be free of mineralization. Conclusion: structural valve dysfunction resulted from holes small holes in the right and left cusps caused by bias cloth wear/abrasion.

Event description:
Healthcare professional stated valve was removed due to insufficiency. Valve had been implanted 13 months. The valve has been requested for return and add'l info requested.